Manufacturer narrative:
The catalog code provided (cxsxxxx), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure are unknown. The event date in section ((B)(6) 2012) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in (B)(6) 2012; the day is currently unknown. That the implant date in section ((B)(6) 2007) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in 2007; the month and day are currently unknown. Concomitant medical products: isosorbide mono ER tab, heart med, 60 mg/twice a day; tactia xt caps; heart med, 300 mg/once daily; low dose asa 81 mg daily; plavix (2007 - 2015); promethazine, nausea, 12.5 mg/as needed; prilosec; and stool softner. The device remains implanted in the patient; therefore, it will not be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by medical affairs, the patient called in requesting medical information and additionally reported an adverse event. In 2007 patient had a cypher stent implanted in unknown vessel for treatment of a "blockage" and also prescribed plavix therapy. On (B)(6) 2012 patient had a medtronic resolute integrity stent placed in an unknown vessel for treatment of "blockage-percentage pretty high".

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, the patient called in requesting medical information and additionally reported an adverse event. On 2007, patient had a cypher stent implanted in unknown vessel for treatment of a "blockage" and also prescribed plavix therapy. On (B)(6) 2012, patient had a medtronic resolute integrity stent placed in an unknown vessel for treatment of "blockage-percentage pretty high." The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) of the coronary artery is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.